Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that high impedances were observed on seven of the twelve electrode channels. While obtaining mcl levels, the child did not show any sign of discomfort, even at very high levels of current. Partial/incomplete insertion has been seen on the post-operative x-ray. The array also appears to be kinked. The surgeon had difficulty in insertion of the electrode. There is no history of any head trauma.